Manufacturer narrative:
This MDR is result of a retrospective review of complaints. No details could be gathered about the incident other than the removing hcp information. The high rate of inability to remove sensor was addressed under CAPA-(B)(4) which was closed per (B)(4). No further investigation was found necessary. Removal status could not be confirmed due to lack of information provided.

Event description:
On october 21st 2020, senseonics was made aware of an adverse event where physician was unable to remove the sensor during the removal process. There is no other information except the physician name, no user name or template.

Manufacturer narrative:
B5. Describe event or problem corrected to, "on august 21st 2020,senseonics was made aware of an adverse event where physician was unable to remove the sensor during the removal process.there is no other information except the physician name, no user name or template".

Event description:
On august 21st 2020,senseonics was made aware of an adverse event where physician was unable to remove the sensor during the removal process.there is no other information except the physician name, no user name or template.